Event description:
It was reported that the patient presented to the emergency department shortly device implant due to supraventricular tachycardia (svt), diaphoresis and with chest tightness. The local field representative reviewed the case and explained that the episode seemed to be av-nodal reentrant tachycardia (avnrt) or an atrial driven arrhythmia, and that the device was functioning as programmed. The local field representative recommended a chest radiograph and the patient was hospitalized for further investigation regarding suspected perforation or effusion. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.